Event description:
Failed implants. Bone grafted area: 4 months implant placement. Site ada# 12. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5149657.